Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the dovetail screws were loose on the scope, the verification tool is loose, and the system is out of alignment; noted during calibration. No patient involvement. Additional information requested.

Manufacturer narrative:
The company sales representative examined the system and confirmed the reported event. The dovetail screws were tightened, as well as the fvt bolts on either side of the tool. The reported issue was resolved. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws. The manufacturer internal reference number is: (B)(4).